Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "cap con 3/4". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3/4". Patient additionally reported "rupture." Healthcare professional later reported no rupture occured. The implant was definitely contracted. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, e1, h6.